Event description:
It was reported that after implanting the device loss of capture was seen on the left ventricular (lv) lead after placing the lead in the lateral vein. The lead was thus not implanted. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.